Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had p-wave oversensing. It was also noted previously, that on the day of a device change out, the rv lead had low r-waves. The lead remains in use. No patient complications have been reported as a result of this event.